Event description:
Info received indicates the head of the bed is drifting down on its own.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR and head hi/low valve. He replaced head hi/low and CPR valves to repair the bed.